Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The device history record could not be reviewed because the lot number is not known. The lot history review could not be conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 81 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of patient or operator during electrosurgical operation activations. Inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 131309a was being used during a robotic prostatectomy on an unknown date when it was reported ¿during a surgical procedure, the diathermy pencil reportedly activated by itself. The incident caused a burn to the patient that required further medical intervention.¿ the reporter stated that the procedure was completed as planned. And that the patient received a burn, but the degree of burn was not reported. Further assessment information was requested and the distributor contacted their customer. It was found that the device had been used prior to the burn and that the device had not been placed in the holster after use but had been laid on the patient. The device was being used with a erbe vio dv esu, serial number (B)(6). The patient received further medical intervention which is reported as "a few sutures and dressing". The patient was then reported as having been discharged home. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to a system error.

Event description:
The distributor reported on behalf of their customer that the 131309a was being used during a robotic prostatectomy on an unknown date when it was reported ¿during a surgical procedure, the diathermy pencil reportedly activated by itself. The incident caused a burn to the patient that required further medical intervention.¿ the reporter stated that the procedure was completed as planned. And that the patient received a burn, but the degree of burn was not reported. Further assessment information was requested and the distributed contact their customer. It was found that the device had been used prior to the burn and that the device had not been placed in the holster after use but had been laid on the patient. The device was being used with a erbe vio dv esu, serial number (B)(4). The patient received further medical intervention which is reported as "a few sutures and dressing". The patient was then reported as having been discharged home. This report is being raised on the basis of injury due to unknown degree of burn to patient.